Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 3 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the (B)(6) year old male patient reported that they feel awful, weak and tired. The patient reports shortness of breath and that they "can barely walk". It was reported that the patient was retaining fluid, with no syncope, and denied noticing blood in stools. The patient reports some abdominal cramps. No fever, chills, nausea or vomiting. No vad alarms were reported. The patient reports a chronic cough. Hemoglobin level was 5.5 with acute blood loss anemia and volume overload concerning for right ventricle failure. The patient received a blood transfusion and no additional treatment. The patient was discharged home and is reportedly doing well. No further information was reported.